Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose level reached 18 mmol/ (324 mg/dl) while wearing the pod between 36 and 48 hours. The patient was feeling nauseas and began vomiting. Prior to going to the ER, the patient changed pods and gave a manual insulin injection. At the ER, the patient was kept for observation and had lab work done, but no additional treatment was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.